Event description:
It was reported that an asymptomatic patient presented in the or for change out due to normal eri. Externalized conductors were noted. No electrical anomalies were detected. Plans are to replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
New information received indicated that the lead was capped and replaced when patient presented for an elective device change-out. Patient condition was normal post-procedure.